Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment has come loose three times. The loose abutment was retightened as a temporary measure.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4315. Zimvie did not receive the reported unknown abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit five (5) images for the reported event. Review of the provided images identified the abutment as a biomet abutment, likely item iguca1c. The abutment has signs of use, and at least one of the fingers appears to be broken. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.